Event description:
No additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Review of the most recent repair record determined the device was disassembled, cleaned, and ratchet assembly lubricated and the damaged gear and bottom roller were replaced and resolved the reported issue. Review of the previous repair record identified the cutters failed and gear was replaced which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This complaint has been recorded by zimmer biomet under (B)(4) once the investigation has been completed a follow up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh during meshing of previously recovered cadaver donor skin. There was no harm or delay, and no patient involvement. No adverse events were reported as a result of this malfunction.